Event description:
It was reported that high impedance was detected on the patient's generator on (B)(6)2017. The patient's generator had been recently replaced on (B)(6) 2017 and impedance was okay on date of implant. The physician ordered x-rays and noted no visible sign of lead fracture. No known surgical intervention has occurred to date. No further relevant information has occurred to date.

Event description:
It was reported that at the patient's planned high impedance surgery, it was determined that the lead pin was not fully inserted into the generator. After re-inserting the lead pin, the high impedance resolved.